Event description:
Mother of patient was brushing teeth with hospital provided toothbrush bristles easily broke off causing discomfort coughing to mom. Manufacturer response for toothbrush for patient, (brand not provided) (per site reporter). Notified, but product was discarded on site so they cannot physically investigate the affected toothbrush.